Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. After the initial culture results were revealed, the patient was treated with intraperitoneal cefazolin sodium 1g daily (duration not reported) and intraperitoneal modacin (ceftazidime) 1g daily (duration not reported) for peritonitis. At this point the patient was recovering and pd therapy remained ongoing. Once the pathogen was discovered, the patient was started on intraperitoneal vancomycin 1.5g once every three days (duration not reported) for peritonitis. Twelve days after the event onset, the patient again manifested cloudy effluent. Three days later, the patient was started on oral avelox (moxifloxacin) 400 mg per day (duration not reported) for peritonitis. However, the cloudy effluent persisted. Sixteen days after the event onset, the patient started to have a fever. On day eighteen of the event, dianeal and extraneal therapies were discontinued. The infection was "refractory" and nineteen days after the event onset, the pd catheter was removed. Per the reporter, the fever persisted. On day thirty four (reported as day 35), the patient was started on oral voriconazole 400 mg daily. This resolved the fever. Fifty seven days after the event onset, the patient had recovered from the peritonitis event and was discharged from the hospital. No additional information is available.